Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 558 mg/dl with large ketones, abdominal pain, excess urination, extreme drowsiness, nausea, and symptoms of dehydration. It was reported that the pump¿s time reset to a default when the battery was removed for less than 24 hours. This complaint is not being reported because the reported health event was attributed to an alleged device malfunction.